Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) detected an rv pacing impedance measurement of greater than 2000 ohms. When the device was remotely interrogated via the latitude system, a red alert was generated. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
The patient was brought in clinic to assess the system. The physician has decided to monitor the situation at this time. Current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.